Manufacturer narrative:
Product evaluation: the lens was returned. Solution was dried on the lens. One haptic was broken in the distal area. The broken portion was returned. The customer indicated the use of a qualified cartridge. Information pertaining to the viscoelastic used was not provided; it is unknown if a qualified viscoelastic was used. The reported iol damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product has not been returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. The delivery system product history record could not be reviewed because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. There have been no other complaints reported in the iol lot number. The root cause has not been identified. (B)(4).

Event description:
A pharmacy representative reported that during a cataract removal with intraocular lens (iol) implant procedure, the iol was observed to be damaged and the patient was left aphakic. Additional information has been requested.